Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor. A system check was performed, and it was found that the customer was using "bad insulin." Bg was addressed via a correction bolus and a supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200-250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.